Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00 x 32 synergy ii drug-eluting stent was used for treatment. However, during the procedure, the shaft broke. No patient complications were reported.